Event description:
I received an email from a nurse coordinator on the cardiac unit: I was approached by a staff member regarding posey's non-aggressive soft wrist-restraint manufacturer's instructions. It reads, "wrap the strap once around a movable part of the bed frame..." It's the "movable" part that we're questioning. Hospital policy says, "secure both straps together to the immovable part of the bed frame with a quick-release knot. Do not separate the straps.e. Secure straps out of the patient's reach on immovable part of the bed frame at waist level so the device will not tighten or loosen when any section of the bed is raised or lowered."is "movable" a typo on the part of posey? Current best nursing practices concur with tying a restraint to a non-movable part of the bed.I contacted posey and talked to a staff member in their customer service department. I asked what movable part meant and she said it meant the bed frame. I told her this was very confusing. She said that she has had other calls from customers with the same concerns. I asked her if she could send what she told me in writing. She said she would contact the product manager to send me something. The picture in the manufacturer's instructions does not look like a bed frame. It looks more like a bed rail that moves. The information given during the phone call conflicts with the manufacturer's instructions. The manufacturer's instructions conflict with best nursing practices and standard hospital restraint policies.======================manufacturer response for foam limb holder, (brand not provided) (per site reporter).